Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos single board computer. The system operates as intended.

Event description:
The fse reported the system would intermittently not boot. There is no report of injury or death associated with the event described in this complaint.